Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side no complaint, exchange. Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
Patient reported a left side no complaint, exchange. Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed as surgical damage and a cracked valve seat diaphragm valve. Additional observations: creases observed on the shell. Wear abrasion on the shell. White particles observed inside device. No further actions are required as the device was implanted.